Event description:
After getting essure implanted I have developed an unexplained full body rash, migraines, dizzy spells, and constant pain in my left lower abdomen. None of this was present before the implants.